Event description:
The hospital reported that during an off pump procedure the foot on the stabilizer broke off at connection point with the arm. A second stabilizer was used to complete the procedure. No patient complications were reported by the hospital. The returned device investigation in november, 2003 showed that the device was broken into multiple pieces.